Event description:
Reportedly, it was impossible to communicate with talentia via bluetooth.

Event description:
Reportedly, it was impossible to communicate with talentia via bluetooth.

Manufacturer narrative:
The subject smartview version 3.16 is not yet approved in the us. Ble communication in ICD/crt-d is not yet approved in the us. The investigation of the returned tablet (s/n (B)(6) confirmed the reported issue: talentia active devices could not be interrogated with bluetooth low energy (ble) communication whereas it was possible to interrogate alizea active devices with ble communication. The software version was smartview 3.16. Investigation of the log files created during the investigation of the returned tablet (smartview 3.16) showed: - traces of ble communication, most probably during the pacemaker interrogation. - the ble signal was good. - a warning pop-up was displayed but was not acknowledged by the user. Or the pop-up was not displayed to the user of the user didn¿t acknowledge it. - the session was not exited properly in addition, there are no traces of use of the new user interface for ICD/crt-d devices (including talentia devices) since 27 february 2025. The review of data provided from 21 march 2025 showed the same behavior: traces of ble communication on 21 march 2025 between 8h59 and 9h03 am when interrogating pacemakers, good ble signal, a warning pop-up was displayed but was not acknowledged by the tester, the session was not exited properly the smartview version 3.22 was installed to replace the smartview version 3.16 and the reported issue could not be reproduced: the talentia devices could be interrogated in ble communication without any issue. The cause of the reported issue could not be determined. The tablet will follow the normal workflow of repair and will return back to the field. This case is retained and utilized for trending purposes.